Manufacturer narrative:
Upon investigation of the returned device, the cutter initiated a slit on the exchange sheath but the sheath did not fully slit on the distal end of the device. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)."

Event description:
A physician attempted an arteriotomy closure using the starclose device after an interventional procedure. The physician had difficulty with the sheath splitter and could not deploy the starclose clip. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.